Event description:
It was reported that the patient was charging more than expected. The patient was reportedly recharging every 7-8 days at home but she frequently traveled for work and when on airplanes and whenever she is traveling her recharging interval is 3-4 days. It was noted that stimulation is constant "24/7" and there were no changes to her parameters. It was also noted that stimulation was great and there was no pocket stimulation. It was further stated that this issue was not related to a short because when the battery was changed out in 2008 things were fine. It was later reported that the patient was going to keep a log when she travels and beyond to determine if there is a correlation in her recharging interval. It was later reported that the patient was good. It was later reported that while traveling on a plane the patient was noticing the battery is depleting faster than normal. She would get on the plane with 100% battery and when she got off the plane, it was at 50% battery. It was noted that there was no change in stimulation while traveling.

Manufacturer narrative:
Product ID: 3487a-33, lot# j0326880v, implanted: (B)(6) 2003, product type: lead. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).